Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction of color bar on display was not reproduced. Based on the results of the investigation, wear of the video connector terminal was confirmed. Evaluation also found "no image" and power switch stuck on the "on" position. It was surmised that there was no image because the electrical communication was not performed properly due to wear of the video connector terminal. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center monitor was showing colored bars. The issue occurred during preparation for use. There were no reports of patient harm.